Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's other medications at the time of the event included cymbalta, gabapentin, plaquenil, prozac, toviaz, vitamin o3, and wellbutrin. The patient's medical history included multiple sclerosis, spasticity, and neuropathic pain. The patient had allergies to avonex, sulfa, and interferon. The patient had their last pump refill at a different hcp's office, and no communication was relayed to the new hcp post-refill from either the patient or the other office with new refill alarm date. The pump was refilled immediately on the same day that the patient notified the hcp of the situation. The patient reported minimal increase in spasticity. The low reservoir alarm, empty pump, and increased spasticity had been resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2,000 mcg/ml at a dose of 751.3 mcg per day via an implantable pump for intractable spasticity and multiple sclerosis. An empty pump was reported. The patient's low reservoir alarm date was (B)(6) 2016 and the patient started hearing the alarm on (B)(6) 2016. The patient had reported her legs were more spastic. The patient was on her way to the hcp office at the time of report and they were to have their pump filled. Further information including the cause for the empty pump, if any troubleshooting was performed, what action/interventions were taken and if the reported event had been resolved was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.